Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 401 mg/dl. The customer reported that the reservoir compartment was damaged. The customer stated that the reservoir was able to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o-ring. Insulin pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer.